Event description:
The tip of the instrument broke off in the patient's eye during a procedure and could not be retrieved. A second attempt was made later in the day to remove the tip but was unsuccessful. The practive remains in the eye and the patient outcome is unknown at this time.